Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure and a sling procedure on (B) (6) 2007. Since the surgery, the pt is experiencing intense, chronic pain, chronic urinary tract infections, leaking, irritation, and inflammation from mesh. The pt was given a catheter in the emergency room for problems urinating and was admitted for blood in her urine. After surgery, the pt needed a walker for hip pain. In 2008, the pt had a second surgery to remove the center of the mesh, but the mesh arms were left in place. The surgeon's report stated "felt anteriorly a piece of mesh, where the leading edge and the distal edge could be felt, in essence rolled up with a transverse scar both anteriorly and posteriorly." The pt stated there is now a concern about possible erosion. A third operation is recommended to remove further mesh.

Manufacturer narrative:
(B) (4). (B) (4). Pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Additional info: there are two possible devices involved in the event as follows: prolift pelvic floor repair. Tension free vaginal tape obturator.